Event description:
Hill-rom received a report from the account stating the head right side rail would not latch. The bed was located in the ICU. There was no pt/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2014. It is unk if the facility performed any other preventative maintenance on this bed. No further info is available on the repair of the bed at this time. The investigation is ongoing, however if any add'l relevant info is identified following completion of the investigation, the add'l relevant info will be submitted in a supplemental report.